Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that user did not hear the asystole alarm, but saw it. The device was in use. The patient died.

Manufacturer narrative:
A philips clinical support specialist (css) remotely accessed the pic ix server and found no issues with the alarms or sounds. The clinical audit trail was pulled for review as requested by the wellstar kennestone hospital¿s biomed reporting that ¿the nurse stated the monitor did not alarm for the asystole at 04:14:08 on (B)(6) 2023 for (B)(6).¿ clinical audit logs showed the asystole alarm and the acknowledgement of the alarm at 04:16:00. A philips field service engineer (fse) went to the customer site to perform device diagnostic, collect logs, and upload for further investigation. Upon investigation and checking the central station, it was determined that all alarms could be audible. The customer confirmed that the patient information center ix (piic ix) was not in any way responsible for the death of the patient, as all other alarms were audible and visible, and that no hospital personnel alleged that the pic ix contributed or caused the patient¿s death. Furthermore, the biomed witnessed the tests on the system, it showed asystole, and logs showed the alarm did ring and it was silenced. The complaint was escalated for technical investigation. A product support engineer (pse) performed analysis on the audit logs. Results of the pse analysis confirmed the visibility of the red alarm for asystole, the alarm sounds, and later what she believed to be an acknowledgement of the alarm. Date /time bed label action device name (B)(6) 2023= 04:14:25 (B)(6) ***asystole generated at 04:14:08. Pic ix:wkhix22. (B)(5) 2023= 04:14:25 red alarm sound played pic ix:wkhix22 . (B)(6) 2023= 04:16:08 ***asystole ended. Pic ix:wkhix22. Additional analysis was performed by a philips research and design (r&d) sw engineer. The engineer stated that ¿there was nothing captured in the technical logs to specifically state that the speakers were working or not.¿ he further added the following information: 1. When the pic ix goes through setup, it will not pass setup unless a speaker is connected. 2. The pic ix clinical audit log would capture if an alarm goes off. For example, generate a red or yellow alarm. 3. If there was an issue with the speaker, it would not just have affected this one patient in this one sector. It would have affected all sectors. If the speaker was performing as expected, the cmu tech would have heard the alarms for other patients. We did not receive feedback from wellstar kennestone hospital that other patients on this particular pic ix were not audibly alarming. Based on the information available and the testing conducted, the cause of the reported problem was user error as alarms were generated and acknowledged. The reported problem was not confirmed. The engineers provided their analysis findings. The device was confirmed to be operating per specifications and no failure was identified, nor alleged. Philips patient information center ix has not caused or contributed to the event. The cause of death remains unknown to philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report has been re-opened with reference to mfg report # 1218950-2023-00710. As part of a preliminary hazard analysis (pha) performed by risk management and medical safety teams, this investigation was determined to be in need of review and update as needed.